Manufacturer narrative:
H4 manufacturing date ¿ added; d4 expiration date - added; d4 lot # - corrected from 21549198 to 21549198r. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated continuous flush was maintained during the procedure. The anatomy was not particularly tortuous. Access was through right femoral. No particular resistance was encountered during navigation of the flow diverter device to the target lesion. The position of the flow diverter implant was confirmed between the two marker bands. No particular resistance was encountered during the deployment. In the physician¿s opinion the stent was not perfectly opened in the proximal landing zone. Maybe the stent had to be slightly longer. The stent deployed was a flow diverter 4.5 mm x 15 mm. Maybe a longer one (4.5 mm x 20 mm) could have been the optimal choice to allow the proximal landing zone of the stent farther from the curve. There was no clinical impact to the patient due to the reported event. Angioplasty with eclipse 6mmx12mm was performed to appose device to vessel wall (no existing plaque before stenting), after which good wall apposition was achieved. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿.

Event description:
It was reported that the flow diverter (subject device) was not well apposed of the proximal end of the stent (subject device). Angioplasty with eclipse was performed to appose device to vessel wall (no existing plaque before stenting). After which achieved good wall apposition. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported that the flow diverter (subject device) was not well apposed of the proximal end of the stent (subject device). Angioplasty with eclipse was performed to appose device to vessel wall (no existing plaque before stenting). After which achieved good wall apposition. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.